Event description:
It was reported that balloon pinhole occurred. The target lesion was located in coronary artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilation. However, despite application of pressure, the balloon could not be inflated; and a visible pinhole was observed on the balloon material. The procedure was then completed with a different device. There were no patient complications reported, and the patient condition was stable post-procedure.

Manufacturer narrative:
E1: initial reporter phone:(B)(6).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in coronary artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilation. However, despite application of pressure, the balloon could not be inflated; and a visible pinhole was observed on the balloon material. The procedure was then completed with a different device. There were no patient complications reported, and the patient condition was stable post-procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR.: returned product consisted of an emerge otw balloon catheter. Visual, microscope, and functional testing were performed on the device. Inspection revealed no damage or irregularity. There was contrast present within the inflation lumen, and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the calibrated pressure gage to inflate the device. The device inflated to rated burst pressure (14atm) and deflated with no issue. Product analysis could not confirm reported event as the device inflated to rated burst pressure and deflated with no issue.